Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 192 devices were received for evaluation. Device evaluation confirmed 190 devices for the reported event. The 7 devices were found to be affected by debris. The 2 devices were found to be affected by debris and corrosion. The 69 devices were found to have damaged internal components. The 53 devices were found to have internal corrosion. The 58 devices were found to have a worn internal component. 1 device had a friction problem due to a piece of an accessory being stuck in the device. The cause of the reported event was not able to be determined for 1 device. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device was not available to stryker for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes 194 malfunction events, in which the device overheated. The 113 reported events had patient involvement with no patient impact. The 69 reported events had no patient involvement; no patient impact. 11 reported events had no known patient involvement or patient impact. The 1 event had patient involvement, which resulted in a short surgical delay and the doctor's hand getting red; no other consequences.